Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a fall patient experienced ineffective therapy, imaging revealed patients leads were fractured. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein leads were explanted and replaced to address the issue.